Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing specific patient details. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing. A technical support specialist troubleshot the device and checked patient status, found preadmission past admit date, advised customer via email to consult admission, discharge and transfer (adt) for admission closed case due to no response. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
Additional information: section h imdrf annex c and d codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing specific patient details. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.